Event description:
A valiant captivia stent graft system for the treatment of a 5.2 cm in length type b dissection in the thoracic aorta. Vessel morphology was not a factor. The investigator indicated that there are no issues with the valiant captivia stent grafts. It was reported that another manufacturer¿s subclavian plug and coils migrated and were repositioned. The event was resolved. The investigator indicated that the migration of the plug and coils was related to the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).